Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an inaccurate results as compared to a laboratory device. The readings were not available. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.